Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of been hospitalized on (B)(6) 2017. Blood glucose could not be read on the meter. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for two days. Customer was wearing insulin pump at the time of hospitalization. Customer requested and received assistance with setting up new insulin pump.